Event description:
It was reported that upon insertion, the tip of the spring wire guide (swg) was found broken and unable to use when advancing through the catheter. The insertion site was the jugular vein. A new kit was opened and used without difficulty or complications to the pt. Additional info received on 09/10/2010 from the distributor stated: "the catheter refers to the cvc catheter and yes the swg was inserted into the pt. Nothing abnormal was found before setup; however, during the insertion procedure when customer was advancing the cvc into the pt over the swg, resistance was felt and the swg was then removed from the pt and the fracture at the tip was found."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.